Event description:
An eye care professional reported that a patient experienced right eye pain, which persisted after contact lens removal, while employed. A physician at the local hospital advised discontinuation of lens wear and prescribed a broad spectrum antibiotic. The pain increased over the next few days and the doctor prescribed antibiotic ointment 3x day and bandage. Upon return to her home country, she was hospitalized for treatment of microbial keratitis, reported as fungi. Ulcer located central corneal, 7-8 mm with opaque zone up to the limbus with anterior chamber reaction. Complete loss of vision reported. Corneal transplant performed. Patient was discharged from the hospital. It was also noted her left eye was treated for viral keratitis (diffuse opaque light spots) which resolved with no reduction in visual acuity. Pre-event acuity reported as 9/10, od and 10/10, os. The associated lens care product used at the time of the event was synergy (sauflon). Several requests have been made for further information, however no additional information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered an infectious corneal ulcer." An evaluation of the returned product is underway by manufacturing. If any abnormality is found, a follow up report will be provided.